Event description:
Customer reported experiencing a cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Customer reverted to multiple daily injections as a backup therapy.